Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
Surgeon reports via our sales rep, that the plate broke. The patient came back to the hospital because of pain.